Manufacturer narrative:
Eval: unfortunately, the complaint device was not returned to assist in our investigation. Based on the info provided, we were not able to determine why the dilator separated at the entry site. This product is inspected 100% prior to shipping to ensure there are no surface defects or imperfections. Please be advised the appropriate individuals have been notified of this matter.